Manufacturer narrative:
Product event summar:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing information with episode of false asystole.

Event description:
It was reported that the day after implant, the implantable cardiac monitor recorded a false asystole episode that was determined to be loss of capture. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.